Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) made a mistake and had a breach in aseptic technique. The hp explained that while attempting to troubleshoot the alarm, they pulled too hard on all of the tubing that was coming from the door of the machine and pulled the tubing off of the automated peritoneal dialysis (apd) set with cassette. This occurred during the therapy in fill one, while the hp was connected. The technical service representative (tsr) instructed the hp to end the therapy and set up with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the patient that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.